Event description:
Smiths medical int'l ltd., has been notified of an event that the user alleges the tracheostomy tube was in use for one day and cuff leakage occurred. The device was pretested per the instructions for use. No adverse outcome to pt. Event occurred at med ctr - another country.